Event description:
The customer reported that the system had overload fault errors which required the system to be rebooted in order to continue. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube was replaced during the service call. The system was tested and found to be working as intended and put back into service.